Event description:
The pt used his ins for most of the day and the battery was at 50%. Later the same day, the pt lost stimulation and the device was in a power-on-reset condition, displaying a "call your doctor" icon. The condition was cleared with the protocol on the pt programmer; the pt was able to use the stimulation again and was going to charge the ins.

Manufacturer narrative:
(B) (4).